Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to lot number being unknown; UDI - unknown due to lot number being unknown; implanted date: device was not implanted; explanted date: device was not explanted; PMA/510(k) - unknown due to lot number being unknown; device manufacture date - unknown due to lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the patient had a small hematoma developing while using a tr band. Another tr band was placed over top of the first tr band while it was still on the patient. The patient was stable.